Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient's scs controller (pc) was displaying ¿replace generator soon.¿ a company representative met with the patient and upon system evaluation the device battery voltage indicated it was within specification. Regardless, the patient's physician decided to replace the ipg with a new one.